Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use an endeavor resolute drug eluting stent to treat a lesion, location unknown. The lesion exhibited severe calcification. The lesion was pre-dilated. The device was removed from its packaging as per IFU and inspected with no issues noted. During the procedure it was reported that resistance was encountered and the device failed to pass the lesion. Stent deformation occurred during positioning. No excessive force was used during delivery. No patient injury reported. The procedure was completed with a 2.75x 18mm endeavor stent. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy. Cine image review: cardioangiogram (cag) shows evidence of severe calcification in the lad vessel. There is also evidence of narrowing in the lcx vessel. Further images show evidence of narrowing in the distal rca vessel. The first number of images show the attempt to treat the calcified lad vessel and what appears to be the attempt to position a stent in the lad vessel, this attempt appears to be unsuccessful. Further images show an attempt to place a stent in the lad vessel and this appears to be successful with the vessel diameter appearing less narrowed. The cag also shows the attempts to treat an area of severe calcification in the distal rca. It appears that the vessel was treated with a poba device and then appears to be treated with a stent. Cag shows the vessel post the attempt to deliver the stent. The vessel shows little improvement, this indicates that the stent deliver may have been unsuccessful. Cag shows the vessel being treated further with a stent and the final images shows the vessel to be less narrowed post treatment. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions